Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that approximately 3 years following bilateral intraocular lens (iol) implant procedure, she no longer sees with clarity. Additional information was provided by the consumer, who reported that she has lost the ability to see with the passage of time. She was informed by her ophthalmologist approximately 8 months ago that the lenses were dirty and proceeded with a laser cleaning which did not generate any change or improvement in vision. She reported that the vision continues decreasing unlike what she was offered when she put on her glasses. She reported that she really sees badly as if she needed glasses. There are two medical device reports associated with the consumer. This report is for the left eye.